Event description:
The patient had a baclofen pump revision in 2007. The pt returned on three days later with a fever, altered mental status and tremors. Upon return to the or, the baclofen tubing had become kinked and it was felt there may have been a small hole in the tubing as some csf had leaked out distal to the kink and tubing. After trimming the tubing and replacing the nozzle, the pt returned to baseline and was subsequently discharged home. Dates of use: three days in 2007. Diagnosis or reason for use: baclofen pump. Event abated after use stopped or dose reduced? Yes.